Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver provides out of range alerts up to 12 hours at times.